Event description:
The patient's monitor showed persistent oxygenation saturation readings in the 70's (%) with no other symptoms. The monitor cord and the probe were changed to another recycled probe with no change in the oxygenation readings. When we placed a new (not remanufactured) probe on the patient, the oxygen saturation readings were then greater than 95%. No patient harm. The neonatal ICU reports having frequent issues with the recycled probes and question if it is the specific neonatal ICU infant patient population that should not be using the remanufactured probes. More than one lot number has been affected.======================manufacturer response for remanufactured neonate-adult spo2 sensor, nellcor covidien (per site reporter).======================contacted manufacturer rep and plans to pick up the device. The rep questioned if the neonatal ICU population is the not the correct population for this remanufactured product. She plans to set up a meeting to discuss with the manager of neonatal ICU.